Event description:
The customer reported that a speaker malfunction inop was displayed on the intellivue x3 patient monitor and there was no sound coming from the device. The device was not in use monitoring a patient at the time of the reported issue. No adverse event was reported.

Manufacturer narrative:
The device was sent to philips bench repair. A philips bench repair technician (brt) evaluated the device and could not duplicate the customer's complaint. The brt found that the speaker was providing sound, and no error message appeared. The brt reviewed the alarms, and multiple speaker malfunction error messages appeared. The issue may be intermittent. The brt replaced the mainboard and speaker assembly. Based on the information available and the testing conducted, we were unable to replicate the reported problem. The reported problem was not confirmed.the device was confirmed to be operating per specifications and no failure was identified. The brt replaced the mainboard and speaker assembly as a precaution. If additional information is received the complaint file will be reopened.